Manufacturer narrative:
A replacement unit was ordered and installed for the customer.

Event description:
Customer reported the panorama central station's telepack had a blinking light, which have may have affected telemetry monitoring. No patient injury was reported.